Event description:
It was reported to boston scientific corporation in 2005 that a low profile gastrostomy device was used during a replacement procedure (patient age, gender and weight are unknown). According to the complainant, the balloon ruptured approximately 72 hours after it was deployed. The procedure was completed with another device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Upon examination, the balloon had a large tear in it. It cannot be determined conclusively how the balloon tore. The tear in the balloon was not along the seam or around its collar. It is possible that the balloon was over-inflated or came into contact with a sharp or abrasive material. The device manufacture date and expiration date are unknown.